Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Back in 2019 channels with abnormal impedances were found. Reportedly, the user has been seeing audiologists and surgeons for a few months without a resolution. Cone beam scan indicates no anomaly and the implant is reportedly in-situ. The user has been explanted in (B)(6) 2025 as the user had very poor sound post adjustments and further drop in implant function in (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Back in 2019, channels with abnormal impedances were found. Reportedly, the user has been seeing audiologists and surgeons for a few months without a resolution. Cone beam scan indicates no anomaly and the implant is reportedly in-situ. The user has been re-implanted as the user had very poor sound post adjustments and further drop in implant function in (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to the active electrode caused by device minute mobility seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Back in 2019 channels with abnormal impedances were found. Reportedly, the user has been seeing audiologists and surgeons for a few months without a resolution. Cone beam scan indicates no anomaly and the implant is reportedly in-situ. The user has been re-implanted as the user had very poor sound post adjustments and further drop in implant function in (B)(6) 2025.